Event description:
The FDA sent hp a copy of the hospital's medwatch report. The biomedical dept found a broken module and an unk fluid was spilled over the module rack. The unit was sent to hp for testing.